Event description:
It was reported, the patient has lost stimulation. It was also reported, the charger can no longer communicate with the ipg. A new charger was sent to the patient to help resolve the issue but was unsuccessful. The patient has not recharged the ipg as recommended. The patient plans to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.